Event description:
It was reported that catheter inserted time: (B)(6) 2013, basilic catheter on the right side under ultrasound. Chief complaint in normal maintenance: liquid exudation in the puncture point. After rubbing, liquid exudation was still found during transfusion. The head nurse suggested to remove the catheter when transfusion. A hole was found where the catheter removed 3 cm and liquid continued to outflow. Therefore, removed the catheter.

Manufacturer narrative:
The manufacturer has rec'd the sample ad will be evaluated. Results are expected soon.